Event description:
It was reported that during a laparoscopic colostomy procedure the device did not fire staples. It is unknown at this time if the device cut or not. A second device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut and not staple? Or did the device not cut or staple? On what tissue type was the device used? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Echelon straight/flex: what color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? Were any unexpected noises heard? Was there any difficulty removing the device from the tissue? If so how was the device removed from the tissue? Was there any tissue damage after the device was removed? Please explain. Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. The device was received with an ecr60b cartridge loaded on the device. The cartridge was received unfired. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.